Manufacturer narrative:
No evaluation possible as the device was not returned. Because the customer could not allocate the exact product to the event, there are in total three MDR's generated for three possible products, although there was only one event.

Event description:
Customer service was contacted on 08/30/2017 from distributor stated that she was contacted from customer on 08/30/2017: => customer has a clamp that needs repair. It happens during patient incident. Customer service called customer on 08/302017: event with patient involvement on (B)(6) 2017. Unknown if patient was injured. Customer stated he has 3 skull clamps but do not know which one the incident happened with. Patient being flipped prone from supine and that´s when the skull clamp slipped"